Event description:
It has been reported to philips that there was a collimator shutter problem. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the collimator shutter problem. The fse redownloaded the review module and reinstalled the software and host pc application. After reinstallation of the the software and host pc application, the system was returned to use in good working order. The codes were updated based on the investigation outcome.